Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd. The insulin pump had a cracked case at the corner of the display window, cracked reservoir tube lip, minor scratches on the lcd window display and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported that the insulin pump display window is darker than usual.